Manufacturer narrative:
Zoll has not yet received the thermogard console in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
During training, the thermogard xp ivtm system (sn: (B)(4)) displayed a tcmid:07 (coolant temp high) error message. No patient involvement.

Manufacturer narrative:
The thermogard ivtm console (sn: (B)(6) was evaluated by zoll service at the customer site. The reported complaint of "the thermogard xp ivtm system displayed a tcmid:07 (coolant temp high) error message" was confirmed based on the event log review but was not confirmed during functional testing. The investigation revealed a defective lm 34 temperature sensor which was likely causing the console to display the tcmid:07 error message intermittently. The root cause for the defective temperature sensor could be due to normal wear and tear. The thermogard console is a reusable device and was manufactured in january 2014, and it is almost 7 years old, has exceeded its expected service life of 5 years. Visual inspection of the thermogard console was performed, and no issues were observed. The event logs were reviewed and confirmed the occurrence of the tcmid:07 error message around the customer's reported event date; thus, confirming the reported complaint. The thermogard xp ivtm system failed the initial functional testing and displayed a tcmid:05 (coolant diff failure) error message, unrelated to the reported complaint. Unable to duplicate the customer's reported complaint of tcmid:07 during the functional testing. The root cause for both tcmid:05 and tcmid:07 error messages was the defective lm34 temperature sensor, which was replaced to remedy the faults. Following service, the thermogard console passed all tests with no issues, and readings were within the specified limits. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for thermogard with serial number (B)(6).